Manufacturer narrative:
A representative went to the site to preform a system check out. It was reported that they went over motion calibration process with customer and informed the how to prevent future instances. Verified system functions as intended and there were no hardware parts replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that the imaging system will not close the gantry or dock. No patient present.